Event description:
Caller reported this inform base unit shows signs of melting and charring inside the cradle. No adverse event reported. A request was made for the return of the base, replacement was sent.